Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("will have surgery this week because of essure") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and adverse event ("will have surgery this week because of essure"). The patient was treated with surgery (will have surgery in coming week). At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. The reporter commented: cross referenced with case number : (B)(4). Concerning the injuries reported in this case, the following one was described in patient¿s via social media: will have surgery this week because of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2018: quality safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.